Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a large volume infusor was missing. The fill port cap was found to be missing in the primary packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between march 27-28, 2024. H11: the device was received for evaluation. A visual inspection noted that the fill pot cap was missing from the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.